Event description:
On 04/24/2025, an arthrex subsidiary employee reported via email that an ar-13930ds meniscal viper repair disposable kit had resistance when pushing the needle out, and it did not catch the thread well. The thread broke three times when trying to forcefully pull it out. The case was completed with another ar-13930ds meniscal viper repair disposable kit. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information received on 5/19/2025: this issue occurred in the patient during a meniscus repair procedure, and all the broken fragments were removed. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.